Manufacturer narrative:
(B)(6) has been within the customer's established ranges. Specific qc data has not been supplied to date. The customer sent sample to customer product line support (cpls) for additional testing. Cpls tested the patient sample and obtained a negative result for (B)(6). There is no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a "negative" (B)(6) result generated by the unicel dxi 800 access immunoassay system for one patient. The result was discordant to results obtained at alternate laboratories on different methodologies. Patient results are shown. The "negative" result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.